Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0llsl, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient's friend or family member reported that the patient had a loss of therapy and return of diarrhea symptoms that had been happening on and off for the past couple of months. The patient's indication for use was noted as fecal incontinence and gastrointestinal/pelvic floor. The event began in (B)(6) 2015 and the change in therapy was gradual. A fall was reported in (B)(6) 2015 which could be related to the issue of diarrhea symptom return. The reporter was to follow up with a healthcare provider. The patient was later walked through an amplitude increase. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.